Manufacturer narrative:
The service representative noticed that the balloon did not burst and there was no blood in the system. Complaint could not be confirmed. As preventive action he replaced the balloon transducer and luer lock (#0682-00-0076 and #0103-00-0396-01). Performed calibrations and functional tests. The pump was returned to the customer. (B)(4).

Event description:
A customer reported that while the iabp was in use on a pt, the iabp generated a blood detected alarm. They rebooted the system. The iabp then generated a maintenance code #3 and an autofill failure. The pt was switched to another iabp and therapy was continued. No pt injury was reported.